Manufacturer narrative:
(B)(4) has been issued for the return of this device. It is unknown if the dealer read and fully understands the user manual for model xpo100 is part no 1148112 rev d. Page 2 provides the following warning regarding reading and understanding the user manual . "Warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as user manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. The dealer did not mention if an audible alarm sounded or any of the indicator lights illuminated when the power cord became warm to the touch. Invacare user manual page 42 states the following troubleshooting technique when the concentrator is too hot or cold. It is unknown if the dealer followed these instructions. Page 42 - "symptom => continuous audible beep and red alarm indicator is illuminated. Fan is on. And flow indicators 1 & 3 are illuminated. Probable cause => unit has become too hot, or too cold, during operation. Solution = allow unit to cool down to less than 95ºf, or warm up to 50ºf, before turning the unit on again. If the alarm continues, change to another source of oxygen and contact your equipment provider.

Event description:
The dealer alleges when he took the unit out of the box and turned it on, the power cord was warm to the touch. No injury is alleged.